Event description:
It was noted that the pacemaker's battery status decreased three years since the last follow-up performed one year earlier. Ts review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days or more frequent monitoring was recommended. The pacemaker remains in service and no adverse patient effects were reported.